Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the reported error with the customer. The customer stated a new tank of diluent was made when the error began occurring. The customer made a new tank of diluent which resolved the reported issue. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint and service history review from the install date through the aware date of the event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3000] diluent shortage. Cause: the level sensor of diluent tank is not detecting fluid. Measurement is suspended. Solution: measurement is automatically resumed after the diluent is replenished. If the diluent level is sufficient, contact tosoh service center or local representatives. The most probable cause was due to an unknown issue with the diluent.

Event description:
A customer reported 3000 diluent shortage detected error on the aia-2000 analyzer. The customer confirmed the diluent was full, then rebooted the analyzer and performed several primes, however the error recurred. The customer inspected the diluent sensor cap and it appears to be clean. Technical support specialist (tss) instructed the customer to ensure lines are not kinked and performed several more primes, but error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction to section h11: previous: a complaint and service history review from the install date through the aware date of the event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. Correction: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period.